Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Approximately two weeks ago ((B)(6) 2019), the patient began to have thick yellow discharge from the stoma. In the patient was diagnosed with a stoma site infection and commenced an unknown oral antibiotic for 7 days. However, it was reported that the antibiotic did not do anything and was switched to a different unknown oral antibiotic for 10 days. At the time of report, the infection was getting better but has not fully resolved yet.